Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
The account generated false elevated hemoglobin of 19 g/dl with the cell-dyn sapphire on patient sample that generated hemoglobin of 6 g/dl on cell-dyn ruby. The account accepted the cell-dyn ruby results to be correct. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A review was performed for any trends and all customer complaints received for this issue. The review of this data did not identify any adverse trends or abnormal complaint activity. No data, other than the comments in the complaint text, were provided. No customer returns were available for analysis. A review of the product labeling concluded that the issue is sufficiently addressed. The complaint issue was resolved by cleaning the hemoglobin tank, optical line, dilution wells, impedance count opening and special protocol primes on the cell-dyn sapphire. No product deficiency was identified.